Event description:
The abbott field service representative reported an architect i2000sr analyzer generated multiple 1007 errors, unable to process test, activated read failure, when reaction vessels of lots 76016p100, 78387p100 and 78362p100 were in use. The reaction vessels were replaced with lot 80176p100 to resolve the issue. There was no adverse impact to patient management reported.

Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated she found air in the patient line. The technical service representative (tsr) assisted the hp to end therapy, discard supplies, and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she was able to resume therapy successfully. The patient stated she is not having any further issues with her therapy or supplies. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, other lot#: reaction vessel lot 78362p100 was listed in the initial medwatch submission, however, this lot is not associated with remedial action 1415939-2/27/09-003-r, therefore, other lot # was changed to n/a. Concomitant medical products: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.